Event description:
An altitude alarm was reported from a customer's pump. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.